Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that when she entered his carbohydrates, the numbers kept scrolling and the other buttons were not working. After replacing the battery, the customer received a weak battery alert and then a button error alarm. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump passed displacement, rewind and basic occlusion tests. Unit passed self test and no a17 error alarm noted. No unexpected low reservoir alarm noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.